Manufacturer narrative:
Customer service sent the customer a pump in style breast pump as a replacement and return of her original device was requested for testing/evaluation. In follow up with a complaint handler on 05/26/2020, the customer indicated that she developed the abscess in (B)(6) 2020, and was prescribed antibiotics. She indicated that the replacement pump was working without issue and the abscess resolved with the antibiotics. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On 05/12/020, the customer alleged via chat to medela llc that the freestyle pump she had received in (B)(6) was not emptying her breasts, which had caused her to get an abscess and she had to rent a hospital grade pump for the previous two months. She additionally alleged she had tried replacing the spare parts, but it still did not resolve the issue and she would like to get a different medela pump.

Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2020. The device passed suction and cycle specifications. Refer to attached evaluation. The customer's report of low suction could not be confirmed.